Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that intra-operative impedance testing found that four contacts were over 10000 ohms. The lead was removed from the battery and reinserted and a multi-lead trialing cable (mltc) was tested in efforts to troubleshoot the issue; however, the issue remained unresolved. The paddle lead was replaced and impedance testing found normal impedances; the issue was resolved. It was noted the patient¿s indication for device use was chronic pain. There were no further complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of lead (B)(4) found no anomalies. Functional testing of the lead found ¿good impedances¿ with complete continuity and no shorts between circuits. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.